Event description:
The information received from the affiliate states that this pt (age unk) was presented to the interventional lab for a transjugular intrahepatic portosystemic shunt (tips) procedure. After properly inspecting and prepping the sheath, the physician made access in the right jugular vein over a guidewire. There was some difficulty inserting the sheath into the vein. After the physician made access, he withdrew the sheath in order to exchange it for a different sheath with a different shape and length. Upon removal, the physician noticed that the tip of the sheath introducer was seperated and missing. The physician did not attempt to retrieve the tip of the sheath and it remains inside the pt's body distal to the treated vessel. The tips procedure was successfully completed. There was no reported injury to the pt.